Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating the patient and then resumed ventilation. Reportedly, the waveform on the display was ¿flat¿ and that the ventilator was not delivering breaths. Additionally, it was reported that the ventilator did not generate an audible or visual alarm. The rt (respiratory therapist) checked the patient and did not notice any patient chest rise (patient was sedated), the monitor was checked for the patient¿s vital signs and stated that the patient¿s vital signs were fine. The ventilator resumed ventilation and chest rise was observed. The incident was thought to be a fluke and the decision was made to leave the patient on the ventilator. Reportedly, about an hour to an hour and a half later the rt received a call from the patient¿s nurse advising her that the ventilator had once again acted in the same way. At that time the decision to swap out the ventilator was made. The patient was removed from the ventilator and placed on an alternate ventilator without any negative patient outcome.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.